Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6fr sheath after a lower extremity diagnostic angiogram. Reportedly, after advancing the proglide device and deploying the feet, the device did not feel right. When attempting to remove the device, the feet would not retract. The proglide device was re-positioned and still could not be removed. The needles of the proglide device were deployed; however, the suture was cut and the feet could be retracted at that time. The proglide device was removed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported foot retraction issue and difficulty removing the device could not be determined. The reported device did not feel right and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.